Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range shock impedance during a device changeout. It was noted that the pins were removed and replaced, but the impedance remained low. It was noted that the lead's pacing impedance remained within range, and all impedances were in range prior to the device changeout. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.